Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the patient experienced no audio alert from the receiver and an adverse event on (B)(6) 2016. Patient reported that they experienced a low blood glucose (bg) level. An unknown passerby witnessed the patient being dizzy in a parking lot when patient was attempting to get in her car and called 911. Emergency personnel arrived and gave patient a shot of medication. Patient does not recall what medication was given to her on-site and has no documentation of what was given to her. Patient confirmed it was not a gluco-gun. Patient's husband transported patient home. No further medication or medical attention was received. No additional patient or event information was provided. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an no audio output was not confirmed. A root cause could not be determined. The data log was also provided by the patient. The data was reviewed on (B)(6) 2016 and did not confirm the no audio output problem and was unable to determine the root cause of the reported issue.